Event description:
It was reported that the patient presented in clinic due to redness and discomfort at their pocket site. The physician confirmed the patient had a pocket infection. The patient's implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported field event of a device caused pocket infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.